Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (low output voltage) has been confirmed. Upon evaluation the battery was found to have discharged tri-cells measuring at 1.397v, 1.408v and 0.325v. The root cause for the low voltage tri-cells and inability to communicate cannot be positively determined, but is likely the result of defective cells within the pack. The root cause for the defective cells cannot be positively determined. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) distributor contacted zoll customer support to report an unrelated issue with battery pack sn (B)(4). During servicing, a reportable problem was discovered. The battery would not communicate and had a low output voltage.